Manufacturer narrative:
(B)(4). The customer indicated to maquet that the breakage occurred when the user manipulated the device roughly and it collided with the ceiling. A local technician evaluated the device and found that the cover most likely broke due to repeated collisions to the ceiling. He replaced the cover with a new one and returned the device to service. The maintenance program in the hanaulux 2000 series operating manual includes a verification of the plastic parts by a specialised technician every six months. (B)(4).

Event description:
The customer reported that a cover fell off of the light during a surgery in the ortho room #8. No injuries were reported. (B)(4).